Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 (software version 3.20) indicating a device malfunction as the power cord had more resistance than allowed in electrical tests. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The asp evaluated the device at bench repair and discovered that the power cord had more resistance than allowed in electrical tests. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.